Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had been treated for a hypoglycemic event. While at her healthcare provider (hcp) for the omnipod training her blood glucose lowered from 130 mg/dl to 68 mg/dl so she gave a bolus which lowered her bg to 37 mg/dl. The paramedics was called and was able to help bring up her bg levels to 200 mg/dl. The next morning her bg levels was at 500 mg/dl so she gave a manual injection of 5 units of insulin. Her bg level was at 37 mg/dl when her brother accidentally set the omnipod personal diabetes manager (pdm) to deliver 26 unit of insulin, when he actually wanted to set a bolus to account for 26 grams of carbohydrate. The patient stated that she had received about 14 units by the time that the pod was deactivated and removed. The patient stated the paramedics came to her office and she was treated with sugar and was placed on an intravenous therapy. They monitored her glucose until it was stable as she refused to be transport to the hospital. She feels that her bg levels climbed because she did not put a pod back on and she had not delivered any of her usual manual injection. The patient stated that she no longer has the pod.